Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic assisted vaginal hysterectomy procedure in 2017 and suture was used to close the vaginal cuff. Post-op, the patient experienced a dehiscence at the vaginal cuff which required reoperation to close the incision. The current patient status was unknown. Additional information has been requested.